Event description:
I have been a soft contact lens wearer for many years and have been using bausch and lomb's renu with moistureloc for a long time. After over a month of symptoms consistent with conjunctivitis and taking tobramycin antibiotic gtts for my eyes when the symptoms continued I went to an eye doctor and was diagnosed with a fungal keratitis -fusarium to be exact. I am no longer able to wear contact lenses and have been wearing glasses. I was unaware of the problem with the bausch and lomb solutions until it was mentioned by my eye doctor. I have been taking antibiotic gtts and ointment for my eyes. One eye has shown some improvements but the other eye has not. I have seen my eye doctor several times and have been to see one specialist and am scheduled to see another one that specializes in corneal scarring next week. This has not only been inconvenient but there is no guarantee that I won't be scarred for life, need surgery or lose my sight in that eye. It is also becoming expensive as all of this has and won't be covered by my insurance. I just felt that you should be aware of this in light of the other people who have also had problems with bausch and lomb solution. Also, I did not use any other solutions prior to this probelm and never wore my contacts overnight.